Event description:
It was reported that a large volume intermate had particulate matter inside the devices ¿balloon.¿ the device contained caspofungin. The particulate matter was identified prior to the use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from august 4, 2014-august 5, 2014. Evaluation summary: the device was received for evaluation. During visual inspection white particles ranging in size from 0.93 to 1.57 mm were observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy determined the particles to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.